Manufacturer narrative:
Internal file number - (B)(4). Expiration date: it could not be confirmed which clip experienced the slda; therefore, the expiration dates were provided for both implanted clips: part / lot #: cds0601-xtr / 90301u2 / 95. Expiration date: 02-march-2020. Part / lot #: cds0601-xtr / 90302u1 / 03. Expiration date: 03-march-2020. The device was not returned for analysis. A review of the lot history record for both implanted clips identified no manufacturing nonconformities issued to the reported lots that would have contributed to the reported event. Additionally, a review of the complaint history revealed no indication of a lot specific product quality issue. A cause for the single leaflet device attachment (slda) was unable to be determined. The reported recurrent mitral regurgitation (mr) appears to be a cascading effect of the sdla. The reported patient effect of worsening mr is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the single leaflet device attachment (slda) with recurrent mr requiring medical intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing the mr to 1. On (B)(6) 2019, the patient was re-hospitalized and control echocardiogram was performed, which found that one of the two clips had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda) and increased mr of 4. On (B)(6) 2019, a second procedure was performed to treat the slda and reduce mr. Three clips were implanted successfully reducing mr to trace. No additional information was provided.